Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to alarm. No motor error alarm noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is alarming motor error. Customer stated she did not go through an MRI but she was sitting close to the machine. Customer does not use the sensor feature. She was unable to continue troubleshooting and did not rewind the insulin pump. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.